Event description:
As part of a legal dispute, intuitive surgical inc.(isi) received information regarding a patient who underwent a da vinci robotically assisted pylorus-sparing pancreaticoduodenectomy (whipple) procedure on (B)(6) 2010 to remove a pancreatic mass, which turned out to be an intraductal papillary mucinous neoplasm with moderate dysplasia. Isi was provided with the operative report. Per the operative report, there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2010, the patient presented with diffuse abdominal pain. Abdominal fluid collection culture + for e.coli. Drainage of fluid. On (B)(6) 2010, the patient developed extreme hypotension with intrabdominal bleeding. On (B)(6) 2010, the patient went in for a laparotomy. On (B)(6) 2010, the patient had laparotomy intraabdominal fungal infection and multiple revisions. On (B)(6) 2010, the patient had laparotomy with abd washout and multiple revisions. On (B)(6) 2010, attempt to close abdomen. On (B)(6) 2010, the patient expired from complications presumed to be mesenteric vein thrombosis and bowel ischemia. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for complications experienced by the patient or the patient's death. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci procedure, the patient had post-operative complications and died on (B)(6) 2010.